Manufacturer narrative:
The insulin pump was received with unresponsive buttons, due to corroded keypad traces. Further testing could not be performed, due to unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
It was reported that the buttons on the customer's insulin pump were hard to push. Her blood glucose level was 306 mg/dl. No significant events leading to the issue were recalled. It was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.